Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances of 131 ohms. The lead trend shows a gradual increase over the past year starting from 90 ohms. There was no noise or artefacts seen on the presenting electrogram. This lead currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances of 131 ohms. The lead trend shows a gradual increase over the past year starting from 90 ohms. There was no noise or artefacts seen on the presenting electrogram. This lead currently remains implanted and in service. No adverse patient effects were reported. Additional information: several requests were submitted to the field to obtain additional details regarding this event. No further information was provided from the field. Should additional details become available, a supplemental report will be provided.